Manufacturer narrative:
Result and conclusion: (calcified and stenotic lesion hindered delivery of device, resulting in stent damage). (Stent and stent deformation). (Stent damage). (B)(4).

Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent to a lesion in the lad with 95% stenosis, calcification and tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated however 75% stenosis remained. It is reported that the device could not pass the lesion due to calcification. The degree of calcification and tortuosity is unknown. Resistance was not encountered at the lesion. The physician removed the device and gave up the surgery. The physician concluded this event was not related to the quality of device. No patient injury reported. Device evaluation: the hypotube was kinked 17.7cm distal to the strain relief. The distal tip was undamaged. Initial mandrel movement was successful. The stent was incorrectly positioned as the stent had been stretched distally and covered the distal marker band. The 5th and 6th proximal and 5th, 6th and 7th distal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).